Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to their urologist yesterday for an ultrasound and noticed they are not completely emptying their bladder. Pt states the doctor was able to obtain over a cup of urine, at least. Patient states at this point the doctor wants to take the device out and wants the mdt rep to be at the next appointment which is on tuesday at 1:30pm. . Patient services will be notifying mdt representative of upcoming appointment as requested by the doctor. No further complications were reported/anticipated at this time. See already reported event (B)(4): frequency/lost device.